Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred in the previous night¿s therapy. It is unknown if the patient was connected at the time of the alarm. During troubleshooting, the technical services representative (tsr) verified the alarm in the logs. However, nothing unusual was found that could have caused or contributed to the alarm. The tsr explained the alarm to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.